Event description:
Description of event from materials mgr: "infusing IV started leading due to t-connector apparatus. Because t-connector was leaking and IV not infusing properly, IV clotted and line was unable to be used. Therefore pt had to have another IV access." IV was restarted. There was no pt harm or medical intervention required. Customer stated that the user provided no further pt/event details.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A follow up report will be submitted with failure investigation results should the device be rec'd for evaluation.